Event description:
Manufacturer ref.: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check after it was removed from the MRI machine. The ventilator was attracted to the MRI unit. The field service engineer (fse) was told that the hospital staff did not lock the wheels or tether device per the hospitals MRI safety protocol. The fse confirmed that the ventilator failed pre use check. After troubleshooting, it was determined that the expiratory valve coil and safety valve pull magnet did not work properly and were replaced. The ventilator was cleared for clinical use and returned to customer after passed tests. The visual inspection of the returned expiratory valve coil and safety valve pull magnet and showed no anomalies other than that the valves had been opened. Mechanically, shafts slid easily and the valves were electrically functional. The evaluation of received device logs confirms failed expiration valve and safety valve tests that begun to appear on the reported date of event (B)(6) 2020. The returned parts were tested separately in the reference ventilator. The safety valve passed three pre-use check and four days of simulated test ventilation without any deficiency noted. The expiratory valve coil always failed the expiration valve test, but it was possible to run ventilation. Note. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the gauss safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Instruction for use of servo-I in mr environment according to mr declaration, article number 6671670 must be followed for safe use. The conclusion is that mr environment conditions were violated by the user and the ventilator was attracted to the mr scanner. This may have affected the expiratory valve coil, causing it to fail pre-use check. The returned safety valve worked as expected during the investigation.

Event description:
It was reported that the ventilator was attracted by MRI machine and failed pre-use check afterwards. There was no patient harm. Manufacturer ref.: (B)(4).